Manufacturer narrative:
A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.this product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this pacemaker was depleting prematurely. Decreasing longevity estimates and battery diagnostic data indicated that the battery power consumption had been increasing over the past year and would continue to increase. Technical services (ts) recommended device replacement because of this condition. Assuming that the behavior remained unchanged, there was sufficient battery capacity to support therapy for at least 60 days. The device remains in-service and the battery status is being monitored weekly. No adverse effects to the patient were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was depleting prematurely. Decreasing longevity estimates and battery diagnostic data indicated that the battery power consumption had been increasing over the past year and would continue to increase. Technical services (ts) recommended device replacement because of this condition. Assuming that the behavior remained unchanged, there was sufficient battery capacity to support therapy for at least 60 days. The device remains in-service and the battery status is being monitored weekly. No adverse effects to the patient were reported. Additional information indicated the pacemaker functioned normally until the elective replacement indicator was triggered. The device was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was depleting prematurely. Decreasing longevity estimates and battery diagnostic data indicated that the battery power consumption had been increasing over the past year and would continue to increase. Technical services (ts) recommended device replacement because of this condition. Assuming that the behavior remained unchanged, there was sufficient battery capacity to support therapy for at least 60 days. The device remains in-service and the battery status is being monitored weekly. No adverse effects to the patient were reported. Additional information indicated the pacemaker functioned normally until the elective replacement indicator was triggered. The device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention.